Event description:
It was reported that the patient's spinal cord stimulator (scs) leads were replaced due to high impedance. The patient was doing well postoperatively and the explanted lead were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16647090. UDI: (B)(4).